Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl at the time of incident, had treated with food. Customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states they use auto mode. Customer did not allege insulin pump was over delivering. Customer reports programming was accurate. Customer reports insulin pump was not worn during a medical procedure. The insulin pump will not be returned for analysis.